Event description:
It was reported that loss of aspiration occurred. The target lesion was located in the arteriovenous fistula. An angiojet avx catheter was advanced for thrombectomy procedure. However, upon removing the thrombus, the device lost suction and the pump observed leaking. The shaft was observed to be broken on a part of the device external to the patient. The device was removed and the procedure was completed with another of same device. There were no patient complications reported.